Event description:
Patient was c/o pain throughout labor in spite of having an epidural. Epidural was replaced and patient continued to have pain. A spinal was finally placed for patient and patient had a vaginal delivery. After delivery, the rn wasted the epidural infusion bag and found the bag to have the full 100 cc in it. The bag had not been changed by the rn in the more than 5 hours of her shift. The epidural pump never alarmed and read infusing this entire time. Anesthesia notified and epidural pump put aside as broken equipment. FDA safety report ID # (B)(4).